Manufacturer narrative:
The event/therapy occurred on an unspecified date sometime between (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges of fifty (50) minicaps were found completely separated from the cap. This issue was observed before use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.